Event description:
It was reported that the patient indicated the inflatable penile prosthesis (ipp) did not work at all. Patient liaison reached out to the patient to provide assistance. No more information available at the moment. Product performance analyst (ppa) was unable to request further information, as customer contact for the account is unknown. Additional information was received in which it was stated that the patient believed the deflate button of the device does not work. Patient liaison recommended scheduling an appointment with the urologist.